Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800118 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determination of the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during a laparoscopic cholecystectomy, clips got broken twice during loading onto the applier. Therefore, a new cartridge was used instead. No clips fell into the patient.